Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, during the device implant procedure, the ventricular lead was not capturing. The physician elected to explant and replaced the device and the lead was then able to capture with the new device. No patient complications have been reported as a result of this event.